Manufacturer narrative:
The product was sent to a licensed repair shop for repair by the user. Following the statement of the repair shop regarding the condition of the product: "the 25 lpr ... Was in poor condition when it was received in for repair. The handpiece had heavy debris, no lubricant residue at all. There was bearing failure on the cartridge, intermediate gear bearings were damaged, middle gear bearings would move up and down, and structural bearing was not smooth." All these listed deviations are result of wear and tear. The absence of lubricant residue shows that the reprocessing was not performed as requested by IFU. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
The dental office informed that during a buckle filling procedure the handpiece heated up and burned the patient on inner cheek to the size of a dime. No medical care was necessary.